Event description:
Customer reported receiving a motor error alarm on the insulin pump when attempting to bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer also mentioned that she was in the hospital due to a kidney failure and the hospitalization was not related to the high or low blood glucose readings. Customer's blood glucose reading at the time of the call was 105 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.